Event description:
Event description cpi received information that this endotak transvenous defibrillation lead's rate sensing port was capped. This patient with an implantable cardioverter defibrillator (ICD) and endotak lead was experiencing episodes with no shocks. Also, during pacing impedance tests and when pacing at 10v, has muscle twitching. An invasive procedure was performed, the physician elected to implant a new rate sensing lead and cap the sensing port of the endotak lead.